Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call the insulin pump was exposed to moisture. Customer's blood glucose level was 157mg/dl at the time of incident. Customer stated they do hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.